Event description:
Heartware left ventricular assist device (lvad) patient presents with 4th hospitalization post lvad implant for gi bleeding (anemia/ melena). International normalized ratio (inr) was 2.1 on admission; aspirin has not been in use; hgb 7.1. Patient required 6 units of blood over the hospitalization. Egd push enteroscopy revealed three non-bleeding angioectasias in the duodenum which were treated with argon plasma coagulation (apc).